Event description:
Three months after cypher stents were implanted: pt returned to the hosp due to chest pain and emergency cag was conducted. There was 99% restenosis at the ostium of right coronary artery (proximal). Plain old balloon angioplasty was conducted and % stenosis post-procedure was below 25%. Ivus after the poba did not find any thrombus. Six months after cypher stent were implanted: the pt returned to the hospital for a follow-up cag and the ostium section of right coronary artery (proximal) had thrombus. The pt is in stable condition. No treatment was conducted because the pt was scheduled for coronary artery bypass graft (CABG).